Event description:
Upon arrival to the scene of an unresponsive, pulseless, apenic male pt (gender unk), the device was applied to the pt via electrodes at this time the device displayed a "defib pad short" message. Another set of electrodes were applied and the device displayed a "defib pad short" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did indicate that there was no adverse effect to the pt, due to the reported malfunction.